Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of irregular periods and nabothian cyst on (B)(6) 2021 and obesity. Previously administered products included: metronidazole and levonorgestrel and ethinyl estradiol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3623 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.628 kg/sqm. [Pathology test] on (B)(6) -2021: final diagnosis: a. Uterus, supracervical hysterectomy: -inactive endometrium with focal stromal decidual change -myometrium with no pathologic diagnosis -portion of endocervix with nabothian cysts clinical history: excessive and frequent menstruation with irregular cycle specimens submitted as: a: uterus gross description: upon sectioning, metal coils are identified within the soft tissue stumps of the bilateral adnexa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2023: patient and reporter information,medical history,lab data,indication,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A2 - age at time of catheter initial placement: 6-years-old. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported there was an incident with a chait percutaneous cecostomy catheter. The device was required for a study procedure (MDR-2036) for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, the patient had their previously placed cecostomy catheter exchanged for a cook cecostomy catheter. The new catheter was placed using an open surgical technique with fluoroscopy imaging during the procedure into the target site, appendix. The placement procedure was successful and no deficiencies were identified during the procedure. The initial bowel evacuation was successful. Saline and glycerin were instilled throughout the duration of time the cecostomy catheter remained in place. On an unknown date between the placement procedure (B)(6) 2019 to the next clinic visit on (B)(6) 2019, the patient removed the device. The site noted the patient has development delays and was removing the device. The device was ultimately replaced with another competitor's device. No other adverse effects were reported for this incident.